Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their device removed because it was not working and they could not stand it, meaning it never helped with their urinary symptoms. It was also noted that patient recently got a tens unit. No further patient complications were reported/ anticipated as a result of this event.